Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to misalignment during insertion or angular or off-axis force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/03/2025, it was reported by a sales representative via phone that an ar-8929bc-cp achilles speedbridge applicator is leaving green debris on the top of the swivellock anchor. This occurred during use in a mid substance achilles speedbridge case with no patient effect. Fragments not able to be removed from the anchor. No delay to case.